Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a power loss alarm. The customer¿s blood glucose was 22.0 mmol/l at the time of incident and treated with manual injection. Customer¿s parent stated that the insulin pump alarmed power loss and unable to clear the alarm due to buttons were unresponsive. Customer reported that battery change did not resolve the power loss alarm and keypad anomaly. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.